Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a unexpected battery power loss alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer did not receive a low battery alert prior to the replace battery alert. The customer stated that this was the second occurrence of the low battery alert. The troubleshooting was performed for the battery alarm. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within specification. And no unexpected low battery alert, power loss alarms, replace battery alerts, or replace battery now alarms noted during testing.